Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that there had been a hospitalization due to high blood glucose and dehydration. The blood glucose reading was 346 mg/dl. The customer was treated with manual injections and was not connected to the insulin pump anymore. The parent reported that the customer experienced symptoms of headache and difficulty breathing. The parent reported that the doctor was going to be contacted after the high blood glucose troubleshooting. The drive support disk appeared normal and recessed. The parent reported that the basal rates were correct but that the bolus wizard was not programmed accurately and was referred to a health care professional for the correct settings. The parent reported that there were no alarms since the high blood glucose had begun and that the bolus history displayed all entries. The parent disconnected the call to speak with the health care professional and was advised to call back if needed.